Event description:
Male patient with ut3 n1 m0 moderately differentiated invasive rectal carcinoma was undergoing adjuvant radiotherapy to treat his tumor prior to low anterior resection. Patient placed on belly board. Treated the posterior-anterior (pa), right and left lateral fields. Planned to treat the anterior-posterior (ap) field. Noticed the table had shifted from the treatment position that they had set up. Realigned the patient and treated the anterior-posterior (ap) field.